Manufacturer narrative:
(B) (4). (B) (4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an unk procedure on (B) (6) 2010, and suture was used. The needle broke at the swage during suturing of the thyroid gland. No fragment remained in the pt's body. There was no adverse consequence to the pt.